Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that it was determined that no lead issue had occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was concerned that there was an issue with the left ventricular (lv) lead due to the electrocardiogram (ECG) showing one dropped beat during the lead pacing threshold amplitude test. The lv lead remains in use. No patient complications have been reported as a result of this event.